Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a day following gardening work they experienced chest pain. They took a "nitro" tablet. The patient questioned if they had done damage to the implantable pulse generator (ipg) or pacing lead. The ipg and lead remains in use. No further patient complications have been reported as a result of this event.